Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was found that the pacemaker was in backup operation. No intervention was performed, and the patient will be monitored. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.